Event description:
It was reported via a call from the cath lab rn to the clinical support specialist (css) on (B)(6) 2013 at 1630 (B)(6) that they had a patient in the operating room status post mitral valve replacement/coronary artery bypass graft that they had difficulty getting off of cardiopulmonary bypass. They placed the intra-aortic balloon (iab) through the sheath via femoral without problems, but when they started the autocat2 wave up it would give them helium loss alarms immediately. They then switched the pump out for another one and the current pump is pumping well; providing good support for the patient. The patient is now out of the operating room and stable in the intensive care unit. The reason the rn is calling is to get someone to come and service the pump that gave the helium loss alarms. The css explained to the rn that she would call our field service representative (fsr) and that the fsr would give the rn a call. The css asked for the serial number of the pump that had problems and the rn did not have it. The css requested that the rn call back with that information when she could. The rn was not at the hospital at the time that she called the hotline and the incident at the hospital happened about an hour ago. The fsr stated calling the rn tonight, as well as the biomed at the hospital. There were pump strips generated, but are not available for review. There was no report of patient death, complications or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy noted. The patient outcome is stable.

Manufacturer narrative:
(B)(4).